Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The wife reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was 706 mg/dl at the time of admission. The wife stated they attempted to treat the customer's blood glucose with a manual injection before transporting the customer to the hospital. It was found the customer had a user error on the insulin pump, leading to the hospitalization. It was also found the customer was vomiting and incoherent from their blood glucose. The wife also reported the customer was at the early stages of dementia. The wife stated the customer was wearing the insulin pump at the time of hospitalization. The customer was treated with a manual drip at the hospital. The insulin pump will not be returned for analysis.